Manufacturer narrative:
This from was completed by the MFR. Section f was also completed by the MFR. No medwatch from was received from the initial reporter or product user. Undereater leak testing revealed a leak in the membrane. Under microscopy, a penetration was senn within a whitish patch. The patch, when stained, exhibited the within an abrasion mark is typical of that produced by calcified plaque during iabp. Device label code: 1738.

Event description:
The iab was inserted on 8/8/96. After 7 hrs of iabp on 8/9/96, blood was noted in the catheter tubing.